Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft detachment was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during removal of the nc trek balloon from the packaging, the proximal shaft became separated. No resistance was noted during removal of the device from the packaging. The device was not used on the patient. Another nc trek balloon of the same size was used on the patient. There was no clinically significant delay of procedure reported. No additional information was provided.